Manufacturer narrative:
Company representative evaluated the system and verified the reported problem. Corrections included replacement of the telepacks.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepacks (serial numbers (B)(4)), which may have affected telemetry monitoring. No pt injury was reported.